Event description:
During the pta / stenting treatment procedure, difficulty was encountered withdrawing the sentinol nitinol biliary stent system. Following successful deployment of the stent in the target lesion, withdrawal resistance was encountered. The deployment sheath was then advanced over the distal tip of the catheter and the device was successfully removed. No patient injuries or complications were reported. The patient's status was reported as 'fine.'